Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage tes passed. Performed share log review and no issues were found. Test on global transmitter final functional tester: passed. The complaint was not confirmed because the transmitter passed testing. A root cause could not be determined.